Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h4, h6, h10. Corrected fields: e3, a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that b30 was displayed because communication abnormality with the scope was caused by the effect from adhesion of foreign object, fluid inside the scope socket. Olympus advised to try different scopes and to make sure that they power off between scopes. Also to clean the socket on the clv-190 and then try again. Staff was able to clean/dry the scope port and that seemed to resolve the issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had a b30 scope communication error. The scope port was cleaned/dried, and the image returned. There were no reports of patient harm.